Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : no anomalies found, full lead was analyzed.

Event description:
It was reported that during implant of the lead, after being positioned in the right ventricle, the lead dislodged, and was repositioned multiple times before the physician decided that a longer lead would be needed for the right ventricle. The lead was then removed from the right ventricle, and implanted in the atrium. The lead remains in use. A different lead, that was originally intended to be used in the atrium, was opened but not used. No patient complications have been reported as a result of this event.